Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and patient was not happy . Clinical reason was mentioned as poor measurements. The iol was exchanged for another lens model two months following the initial implant procedure. Additional information was requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the 17.5 diopter (add power +2.2/+3.2) lens was replaced with an unspecified atiol model due to reported "blurry vision." The account indicated the clinical reason for the exchange was due to poor measurements and the need for new measurements with artificial tears. The product has not been received to evaluate. Follow up attempts were made. No further information has been provided at this time. File will be reopened when new information or the product is received. The manufacturer internal reference number is: (B)(4).